Event description:
The event occurred on an unspecified date and involved a oncology kit w/60" (152 cm) appx 2.2 ml, smallbore ext set w/chemolock¿ port, clamp, anti-siphon valve, spiros®; chemolock¿; syringe transfer set w/microclave®, chemolock¿ port. The reporter stated that a patient had 5fu leaked on them. There was patient involvement and unknown adverse event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A lot number was not provided. A device history lot review cannot be performed. D4: only di provided as lot number is unknown.